Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause as due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, vyaire medical technical support primary analysis of the logfile shows that the ventilation continued, the buzzer sound was activated, the red alarm lights were flashing, the nurse call was activated until the vent was forced-quit. No exact root cause has been determined but suspected as related to software issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista 1000e alarmed with a loud beeping sound as well as active amber led lights. End user went to check and found that the screen was blank and then followed by a message to decommission the vent and to contact the support team. It was stated that it was always plugged into a power source and gave no indications of switching off. There was a patient connected at that time on a non-invasive ventilation with 65% o2, peep (positive end-expiratory pressure ) of 10, and pressure support of 10. End user indicated that ventilation stopped, so patient had to be woken from sleep and transferred to backup device. No harm has been mentioned from the incident.